Event description:
Uomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that she had two boxes of infusion sets in which the tubing detached at the quick release. Reportedly, she did not realize it until her blood glucose level went high. She also stated that infusion sets either get stuck and cannot be disconnected or they become loose and disconnect all the time. No further information available.